Manufacturer narrative:
Additional information regarding the reported event has been received. The fenestrated bipolar forceps was inspected prior to use with no damage observed. There was no arcing observed during the procedure and no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The conductor wire was not damage and the instrument passed an electrical continuity test. The instrument was also found to have a bent grip causing side to side misalignment of the grips. There was a 0.025" offset at the tips. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps jaws could not be clipped. The procedure was completed using a backup fenestrated bipolar forceps with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.